Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a defective converter. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus field service engineer reported (on behalf of the customer) that the evis exera iii video system center had no power. The issue occurred during preparation for use, and the diagnostic procedure was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the issue was due to faulty power converter. However, the specific cause of the faulty power converter was not established at this time. Olympus will continue to monitor field performance for this device.